Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use (IFU) states under potential device or procedure related adverse events: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: reoperation.

Event description:
On (B)(6) 2016, this patient underwent re-intervention post open surgical and endovascular repair for a type a dissection with non gore (24 mm e-vita open plus hybrid) prosthesis which extended to the descending thoracic aorta. The true lumen below e-vita prosthesis had collapsed and two gore® tag® thoracic endoprosthesis were implanted with the most proximal landing zone within the e-vita prosthesis, distal within the native aorta and just above the celiac trunk. The patient tolerated the procedure which also included planned placement of a spinal drain. On (B)(6) 2016, the developed a post spinal headache. On (B)(6) 2016, the patient underwent placement of an epidural blood patch.

Manufacturer narrative:
Further investigation determined no allegation of deficiency against the gore device that caused or contributed to a serious injury to the patient. This medwatch 2017233-2016-00217 was submitted in error and his hereby retracted.